Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the plate* is made of material (B)(4)(stainless steel (B)(4)). The examination of the raw material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate* is in compliance with the international standards iso5832-1 and astm (B)(4) for implants made of material (B)(4). The dimensions of the investigated plate* were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width of the plate* was 18.11 mm and the thickness was 6.51 mm. The measurements were taken at the plate* shaft close to the fracture site. Macroscopic lines of rest are documented and are a sign for a fatigue failure. Corrosion marks / fretting corrosion was observed in two plate holes and on the screw heads (cortex screws). Fretting corrosion results from micromovements between the screw head and the plate. The micromovements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. When examining the fracture surfaces of the proximal fragment (sem a/b) of the plate using sem, the initial fracture areas and the fracture behaviour were identified. Multiple cracks started at the lateral side (upper side) of the plate* at the transition to the thread and ran into the material. After breaking, the two fragments rubbed against each other causing few destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Furthermore, the fracture surfaces showed subsidiary cracks, dimples and secondary corrosion. The secondary corrosion is a result of a crevice situation after crack initiation. The areas with dimples correspond to the (residual) forced fracture zones. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to low dynamic bending loads. Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to multiple cracks and finally to fatigue forced fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported an lcp proximal femur plate ruptured, the plate was removed and replaced with the trochanteric fixation nail system this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp proximal femur plates were processed through the normal manufacturing and inspection operations with one nonconformance report (ncr) noted. Ncr (B)(4) was written against (B)(4) pcs. For ¿frosty finish on bottom of plate (uneven)¿. The ((B)(4)) parts were reworked through the normal rework process and found to be conforming. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition .a review of the raw material device history record revealed this lot met all specifications at the time of acceptance. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.